Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, the issue was confirmed, and the pump was replaced. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.